Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no resistance with the pipeline in the phenom catheter. The pushwire was not twisted or pulled at any time during the procedure. The distal part did not open and the medial part opened partially.

Manufacturer narrative:
H3: product analysis #707504005:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield was returned inside the outer carton, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The pipeline flex shield braid appeared to be detached from the pushwire. The braid's distal end was not opened due to the damaged braid. The braid's middle and proximal end were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer report of "failure to open at the distal end" and "device opens prematurely" were confirmed, as the braid was found to be detached from the pushwire. The braid's distal end was not opened due to a damaged braid. However, the customer report of "failure to open at the middle" was not confirmed, as the braid's middle was found opened and frayed. Possible causes of ¿failure/incomplete open" include patient vessel tortuosity, damaged braid, or deloyment of the braid in vessel bend. The customer indicated that the vessel tortuosity was moderate, and the braid was not positioned in a vessel bend, which rules these factors out as potential causes. The damage to the braid likely contributed to the failure to open issue. Braid damage can occur due to over-manipulation, deployment technique, resistance encountered when advancing or retr acting the delivery wire, or deploying/re-sheathing the braid against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield (ped2) flow diverter stent that failed to open. The patient was undergoing an endovascular intracranial procedure to treat a left internal carotid artery (l-ica) cavernous segment unruptured fusiform aneurysm. The aneurysm max diameter was 10mm. Vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter delivery system was navigated to the treatment location without issue and deployment of the pipeline was initiated. The pipeline was slow to open in the middle and did not open at one end. The surgeon continued deploying up to approximately 80% of the pipeline was deployed and attempted several maneuvers but the pipeline still did not open. The pipeline was not positioned in a bend. It was resheathed more than 2 times; no other steps or devices were used to open the pipeline. The pipeline was resheathed and removed removed with the microcatheter. It was replaced with a slightly smaller pipeline shield (ped2-500-20) which was used to complete the procedure successfully. It was noted that when retrieving the pipeline, it deployed in the proximal end of the phenom catheter, adjacent to the hub. Ancillary devices: phenom plus guide catheter (lot: 227846481), phenom 27 microcatheter (lot: 229551586)